Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for a polarity switch. The impedance measurement was out of range impedance; higher than threshold limit. Loss of capture was observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.